Event description:
The lay user/pt contacted lfs on (B) (6) 2010 alleging erratic readings on her one touch ultra 2 meter. The pt mentioned that on (B) (6) 2010 at around 4:30 pm she tested her blood glucose and obtained a 126 mg/dl, 174 mg/dl and a 176 mg/dl. The readings were taken less than 20 minutes from one another. Due to the meter readings the pt ate less food/drink. The pt then developed symptoms of sweating (between 4:30-5:30pm). The pt did not seek any medical attention or contact their physician for assistance. The meter was replaced. The complaint is being reported since the pt alleged that due to the erratic readings she ate less and later developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.